Manufacturer narrative:
When the hill-rom technician investigated the overhead lift, he found that the multirall motor had a burnt fuse likely caused by the lift strap not being wound up or down properly when there was no load on it. According to 7en125103 rev. 06 "multirall 200, instruction guide", hill-rom states that the user shall make always make sure before lifting that the lift strap is not twisted or worn and can move in and out of the lift freely. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the fuse and explained to the account staff how to properly wind the strap up or down when there is no load on it the to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap unrolled completely causing the lift to fall on the patient. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).